Event description:
After pt treatment with juvederm ultra plus to top up minor divet on right side of the cheek, the pt presented with minor discomfort and was prescribed over the counter pain medication. The pt developed pain and swelling below the right eye in the line of the infraorbital foramen. A palpable mass was noted. A dark mass about 3x3 with no surrounding fluid or evidence of abscess was also noted. Aspiration of the mass with a needle was attempted to perform cultures but no material obtained. The pt was treated for facial cellulitis. The pt was prescribed IV abs cefazolin 2 g od and probenecid 1 g od for 5 days. The pt was also prescribed clindamycin 300 mg bd. The right side of the face resolved, however, swelling and pain had developed in the left side of the face in the buccal area. Keflex 500 mg qid was then prescribed to the pt. The pt experienced slight improvement with the mass after antihistamines and anti-inflammatories were prescribed. Pt then reported left side mass dramatically increased in size and had swelling down the left side of the jaw. Post steroids, pt reported the swelling entirely resolved and pain dramatically reducing in left buccal area. However, buccal mass was still present and enlarged. Pt then reported by phone that the left buccal mass has decreased dramatically in the left buccal region, it is still palpable but no pain. Pt felt at this point, their face has returned to the normal appearance. The pt then had 2 two weeks of tapered oral steroids one month apart. Pt still has occasional days where lumps appear then resolve 1-2 days later. The pt is currently stable. The lot number has been requested but has not been provided at this time.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(6) 2011.